Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while attempting to rewind the insulin pump. It was also found the insulin pump was pushing out insulin when the alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.